Event description:
A dentist reports that due to her exposure to latex gloves made by several different mfrs, she developed a type I latex allergy. This is one of two reports being filed for this event.